Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance and difficult to remove could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure, as it is likely the device interacted with the moderately calcified, moderately tortuous, 90% stenosed lesion during advancement, causing the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device likely contributed to the reported material deformation, ultimately causing the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the left anterior descending (lad) artery. The 3.50x23mm xience skypoint stent delivery system (sds) was attempted to be advanced to the target lesion; however, failed to advance due to the anatomy. Therefore, the sds was removed from the patient and resistance was felt also due to the anatomy. After removal, of the sds the stent edge was noted to be flared. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another xience skypoint stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.